Event description:
It was reported that during a full revision surgery for a vns patient, the patient experienced a bradycardic event after implant of the new vns system. The surgeon at the time believed the event was most likely not related to the vns stimulation. The patient's device was left off at the time. The patient's device was later turned on and there were no bradycardic events for the patient so the device was left programmed on. No additional relevant information has been received to date.